Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the needle on the omnispan meniscal repair system/27 degree device broke off. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as apropriate. H10 additional narrative: investigation summary : both a photo of the complaint device and the actual complaint device were received and evaluated. A photo was returned to depuy synthes mitek for evaluation. Upon visual inspection of the photo, the needle was broken in two pieces. The product was returned to mitek for evaluation. Mitek then conducted visual inspection test of device received. Upon visual inspection of the complaint device, it was determined that the needle was broken in two pieces. The suture and implants were not received along with the needle. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number:9l18462, and no nonconformances were identified. According with the visual inspection results, this complaint can be confirmed. The fracture in the omnispan needle is composed predominantly of microvoid coalescence, which is evidence of a ductile fracture mode. The failure was likely induced by mechanical deformation leading to ductile overload. The possible root cause could be attributed by mechanical deformation leading to ductile overload. As per IFU during insertion is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. Also, use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.